Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx, instrument bottom, packaged produced a false positive result from a vial transferred in from an offline rack. A subculture was performed to confirm negative results, and no erroneous results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer reports vial transferred to this instrument from an offline rack in (B)(4), case (B)(4), flagged positive in this instrument." "Customer is subculturing to confirm negative."

Event description:
It was reported that the bd bactec¿ fx, instrument bottom, packaged produced a false positive result from a vial transferred in from an offline rack. A subculture was performed to confirm negative results, and no erroneous results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer reports vial transferred to this instrument from an offline rack in fb3676, case 1642198, flagged positive in this instrument.""customer is subculturing to confirm negative."

Manufacturer narrative:
H.6. Investigation summary: customer reported "false positives" on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). Bd service communicated with the customer and walked customer through steps to clear sticky bits. Customer reported all errors cleared. This is unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Complaint history for ¿results¿ was reviewed for the month of march 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified. H3 other text : see h.10.